Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga a hole in the product led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the customer's verbatim report is as follows: during use, blood leakage from the catheter hub was observed. When the product was checked closely, there seemed to be a hole on the leakage site.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga a hole in the product led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the customer's verbatim report is as follows: during use, blood leakage from the catheter hub was observed. When the product was checked closely, there seemed to be a hole on the leakage site.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-mar-2022 . H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard bc pro unit with no documentation to indicate product information. Additionally, four photos were provided for investigation. A gross visual inspection of the returned unit found that there was a hole in the catheter adapter near the proximal end of the wedge. A microscopic inspection of the hole was performed. The hole was observed to have smooth edges and is most likely a result of a short shot during the molding process. This type of damage is indicative of leakage. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.